Event description:
I underwent laser assisted in situ keratomileusis (lasik) with an alcon wavelight ex500 laser to correct my symmetrical myopia and horizontal astigmatism. I was originally meant to be undergoing photorefractive keratectomy (prk), but when I arrived for surgery the surgeon had planned to perform lasik instead despite the fact that I had previously agreed to prk and been given consent forms for it. I was uncomfortable with the last-minute change, especially because I had previously read that lasik was less safe than prk and a doctor had told me that lasik would not work well for my eyes due to the amount of tissue that told would need to be removed and the size of my pupils. However, the surgeon insisted that there was no reason that lasik would not work for my eyes or be overly unsafe. I was repeatedly told by both the surgeon and other staff that the operation would be relatively safe and in fact less risky than prk, that the surgeon was aiming for a slight undercorrection to avoid ablating too much tissue, that if I experienced visual aberrations afterwards they would be temporary, that lasik was more likely than prk to fully correct my vision, that I could expect to end up with vision at least as good if not better than with my best-fit glasses, and that if anything went wrong I could have lasik again to fix it, or failing that, I could have prk. Instead my myopia was significantly undercorrected, making me hyperopic and unable to clearly see things up close, which is a requirement for my screen-based job. I was also left with irregular asymmetric vertical astigmatism which does not appear in my corneal topography and causes me to experience multiple ghost images at all times. My contrast sensitivity was lost, making it particularly difficult for me to see in dim lighting or at night. Because my pupils are larger than the zone of my cornea that was treated by the laser, I now see large blinding starbursts around all light sources, particularly at night, but also during the day indoors. I also experience an effect that I can only describe as "pulsing" - blurry images expanding and contracting no matter how long I look at them, especially when viewing screens or eye exam charts. And rather than getting better over time, these symptoms are actually worsening. My vision, instead of being corrected, is actually significantly worse than it previously was with my best-fit glasses. The overcorrection also consumed more tissue than necessary, leaving me unable to safely have a second procedure to correct all of these errors and at significant risk of developing post-lasik ectasia. I was previously told ectasia was a very rare occurrence with lasik and that if it occurs it can be treated with corneal collagen cross-linking (cxl), but I have now learned that the surgery destroyed so much of my corneal stroma that cxl is unlikely to work and would not even be covered by insurance due to my poor candidacy for it. I have also learned that the procedure has significantly increased my risk of developing cataracts and glaucoma, both of which run in my family, and that it is likely I will now develop these problems a decade or more sooner than I would have otherwise. I was not warned of these risks. I have also learned that lasik actually was incapable of fully correcting my vision and was guaranteed to cause lasting visual aberrations due to my high prescription and large pupils, as I originally believed. This ongoing negative experience has been extremely psychologically damaging for me, and I have developed something akin to post-traumatic stress disorder, causing me to regularly have panic attacks and emotional breakdowns, one of which led to me been detained for psychological counseling at a hospital. This, combined with my vision problems, has obviously made it difficult for me to perform my work or even function at home, and has decreased my overall quality of life. I am now seriously considering suicide.